Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding adverse events thrombocytopenia, pain, fever, and hypotension, the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. H6: investigation: type, findings and conclusion codes and h6: component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced complications requiring intervention. The device was implanted for approximately 55 days while waiting for a heart transplant surgery. Four days prior to the impella 5.5 device implant, the patient was admitted with increased weakness, fatigue, nausea, vomiting, and weight loss over the last couple of months. On arrival to the emergency department, the patient was tachycardic and hypotensive and was started on an epinephrine 0.03 drip. An echocardiogram was completed, and plans were made for right heart catheterization and innominate impella 5.5 insertion which were successfully completed. Of note, an impella rp device was available. However, the decision was made for an impella 5.5 insertion only based on the right heart catheterization. Approximately 11 days after start of impella support, the patient was positive for heparin-induced thrombocytopenia. Purge solution was switched to bicarbonate and systemic heparin was switched to bivalirudin. Impella mcs continued. Approximately 18 days later, the patient was taken to catheterization lab for a central venous catheter for therapeutic plasma exchange. Notedly, during general anesthesia induction, there was right ventricular dysfunction. The impella 5.5 was also repositioned this day due to suctioning events. Impella position was then verified, and no active alarms were present. The patient would continue mcs awaiting a heart transplant. On day 53 of impella 5.5 support, the patient experienced some orthostatic hypotension. The impella 5.5 support level was increased to p-8. Prior (two days earlier), the patient had a slight fever and broad-spectrum antibiotics were given. Blood cultures were negative, with no signs of infection. Two days later, the patient underwent a successful heart transplant and impella 5.5 removal with a surviving patient outcome. The patient was extubated later this same day, and epinephrine was weaned off the following day.